Manufacturer narrative:
The reported events were dislodgment, and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured, and it was within product specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During follow-up, a loss of capture due to dislodgement was observed on the left ventricular (lv) lead. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.